Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent an unspecified breast prostheses implantation procedure with two unspecified mentor gel implants, experienced symptoms of breast implant illness beginning two years post implantation. Patient reported they have about half of the symptoms on the breast implant illness list and will be undergoing explantation in the near future. This medwatch form is for the left breast prosthesis.